Event description:
The customer reported that their mx40 device had a speaker malfunction. The device was not in clinical use when the issue was discovered.

Manufacturer narrative:
A follow-up report will be submitted when additional information is received or upon completion of the investigation.

Event description:
Statement of the reported problem: this report is based on information provided by philips remote service engineer and has been investigated by the philips complaint handling team. Philips received a complaint on the mx40 by the customer biomed that the mx40 has a speaker malfunction and that he is not sure if the mx40 will produce any audio. There was no patient or user harm. Visual inspection (if applicable): visual inspection was not applicable, the device was not returned for bench repair. Functional testing/service repair/technical investigation: the following functional tests were performed: none. Functional testing was not done. Confirmation: based on the information available and the testing conducted we were unable to replicate the reported problem. The reported problem was not confirmed or investigated. Closure & product disposition: serviceable ¿ replacement product provided: the customer was provided a replacement device to resolve the issue. It has been concluded that no further action is required at this time. The original device was returned for credit and not investigated at bench repair. If additional information is received the complaint file will be reopened.

Manufacturer narrative:
H3 other text : device was replaced.